Manufacturer narrative:
H6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed an lvad internal fault alarm; however, a specific cause for this alarm could not be conclusively determined through this evaluation. The submitted controller event log file contained data from (B)(6) 2024. An lvad internal fault alarm related to an eeprom communication issue was active for the duration of the file, the onset of the alarm was not captured in the event or periodic log files. While the eeprom communication fault is active the pump will maintain the default speed of 5000 rpm regardless of what the stored patient speed is set to. No other notable events or alarms were captured in the log file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU and section 5 of the patient handbook outline system alarms, including the lvad fault alarm, and the recommended actions associated with these events. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing pump speed changes. In the clinic, the pump's fixed speed was 5200 rpms, but it was running at 500 rpms with a left ventricular assist device (lvad) fault alarm. The event log files captured lvad internal fault alarms throughout the event, and the periodic log file appeared to show a communication issue between the system controller and the pump. The event log files recorded no other unusual events. The customer performed a power cycle on the pump by disconnecting and reconnecting the driveline, which resolved the event. There was no adverse patient impact noted during the pump restart and all prior speed settings were restored.

Manufacturer narrative:
Section d4: device expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.